Manufacturer narrative:
Device evaluated by MFR.: promus element plus ous mr 3.50 x 16 mm stent delivery system was returned for analysis without the stent. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no signs of positive pressure were noted as its wings were folded. Crimp markings are visible on the exposed balloon. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 3.50x16mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that after withdrawal of the device, the stent was dislodged outside the patient's body.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 3.50x16mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.